Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc concluded that the reported phenomenon was attributed to the failure of the main circuit board. The exact cause of the main circuit board failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the front panel display disappearing and alarm sounding were caused by the failure of the printed circuit board which had pressure sensor/pressure sensor circuit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for an unspecified procedure using the subject device used in combination with the video processor otv-s190 (patient was not under anesthesia), it was found that an alarm sounded from the subject device. The user replaced the subject device to another similar device to complete the intended procedure. Olympus (B)(4) found that the front panel display of the subject device disappeared, and an alarm sounded from the subject device during the incoming inspection for repair of the subject device. There was no report of patient injury associated with this event.